Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft was fractured. The 28mm x 2.5mm, 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the catheter shaft was fractured. The patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The shaft and collar were microscopically examined. There was blood outside and inside of the shaft. The shaft was detached/separated at the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. There was a section of the shaft from the collar that was pushed up and almost detached. There were numerous kinks throughout the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft was fractured. The 28mm x 2.5mm, 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the catheter shaft was fractured. The patient's condition was stable.